Event description:
The smiths medfusion 4000 syringe pump was plugged in and not in use in a patient cicu room. The device was located under a IV solution actively in progress with a separate carefusion 8015 infusion pump. The device produced smoke, then emitted flames for approximately fifteen seconds before extinguishing. Per response to the hospital, the manufacturer has assigned an investigator.